Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30583997l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. During left pulmonary vein ablation, as blood pressure rapidly decreased and echocardiography confirmed pericardial effusion, drainage was performed. After that, the patient's condition stabilized, and the procedure was completed. Cardiac tamponade. The physician commented that there was no pop sound, but blood pressure decreased, so the contact was probably strong, but because the output at ablation was strong. Additional information: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure. No steam pop occurred. The physician suggested that probably the contact force was high or the output was high during ablation because the patient's blood pressure decreased. Drainage was performed. Patient outcome of the adverse event was improved. It was not reported that extended hospitalization was required. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. It was not reported that inappropriate use was conducted without instructions for use. No error message was observed on the biosense webster equipment.